Event description:
It was reported that the saline stopped flowing during wound resection surgery. Treatment was continued with a backup device. There is no harm to the patient. There is no delay in treatment. The handpiece will be returned to okc if necessary.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual evaluation found no issues. The functional evaluation found the device failed to prime, establishing a relationship between the device and the reported event. The root cause was identified as a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include kinks, leaks or blockages, or a component failure. No lot/serial number has been provided, therefore a review of the device history is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during wound resection surgery, the saline stopped flowing from the versajet exact assy, 15 degree x 14mm. Treatment was continued with a back-up device without any delay. Patient was not harmed.